Event description:
It was reported to philips by a customer that the unit will not run on ac power. Based upon the information provided, the device was not in patient use at the time of the reported event. No patient harm or injury was reported the device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed stated that the unit runs on battery power only, and will not run on ac power. The rse and the biomed confirmed that when the ac is connected, the unit has no power, and there is no amber led in the power switch. Further information is pending.

Manufacturer narrative:
The biomedical engineer replaced the power supply to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Upon further investigation, the following reported that the issue occurred during a normal morning visual cursory inventory check. Therefore this complaint no longer meets reportability requirements.